Event description:
It was additionally reported that the patient passwd away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a questionable pump stop, and the reason was unknown log files would be submitted for suspicions of driveline disconnect or a short to shield. Log files were submitted for review which captured low flow events. It was noted by tech services that the patient may have been symptomatic and a computed tomography (CT) angiography or echocardiogram (echo) was performed to confirm presence of an obstruction in the ventricular assist device (vad) circuit. Continued monitoring of the patient was recommended. It was also noted a controller clock corrupt message was showing in the log files due to the backup battery not being installed. When the battery was installed, the clock and dates were re-set. It was additionally reported that a system controller exchange was performed and log files from prior to the exchange were submitted for review. Log files captured a driveline disconnect event on (B)(6) 2025 at 05:22:44. Prior to the driveline disconnect there were 3 low power advisories due to normal battery depletion. Power was disconnected from the system controller leads on (B)(6) 2025 at 06:43:52 and no external power events were captured. The backup battery (ebb) powered the controller from 06:43:52 to 14:08:00. After the 14:08:00 time stamp the ebb was drained and the controller clock was reset to the default time stamp. It was additionally reported that the patient had seizure-like activity, followed by a period of apnea and unresponsiveness. The patient received cardiopulmonary resuscitation (CPR) in the nursing facility, followed by 3-4 more episodes of CPR in the outside hospital (osh) with unknown total CPR time. The patient was reported to have "pump stop" alarms, "driveline disconnect" alarms, and "low flow" alarms. The patient's spouse exchanged the system controller, and all alarms reportedly resolved except for "low flow" alarms and "replace backup battery" alarms. The system controller exchange was performed more than hour into the patient's "episode". A CT scan of the head and an echo was performed due to continued low flow alarms at the osh in addition to the patient being intubated with pressor support. At the time of the echo the low flow alarms had resolved. The patient had a history of extrinsic outflow graft obstruction (eogo) with stent placement (MFR # 2916596-2024-02939). A chest CT angiogram was also performed which showed stable appearance of lvad outflow tract graft and stent, with some mural thrombus within the graft similar to the prior exam. No high-grade stenosis was identified. Some mass effect upon the right ventricle by the graft was stable. The patient was transported to the implanting center via life flight. Once at implanting center, it was determined that patient's system controller did not have an ebb installed. This was replaced with a new ebb. Logfiles were obtained and the patient was taken to cath lab where an impella rp flex was placed for right ventricular support. The patient remained in critical condition. But did not appear to be neurologically intact. The head CT was negative. Obstruction of outflow graft from eogo does not appear to be the inciting issue. Logfiles had only been partially helpful because the original system controller showed that it ran on ebb until the battery fully depleted and then the time reverted to 01/01/2000. Following the system controller exchange, the back-up system controller showed signs of being tampered with and did not contain its ebb. This also resulted in inaccurate time codes, in addition to the multiple stories received from two other facilities and a life flight transport team. The patient's pressors were discontinued on 22jan2025 and the impella was removed on 31jan2025. The patient remained intubated and unresponsive, with no gag reflex and pinpoint pupils bilaterally. The patient has no purposeful or non-purposeful movement. Given the neurological findings, the patient's prognosis was poor.

Manufacturer narrative:
Section d9 correction manufacturer's investigation conclusion: the reported event of a pump stop event associated with a controller exchange can be confirmed based on the information contained in the log files. The data log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded from 09jan2025 to 19jan2025 where routine low voltage alarms associated with depleted 14v batteries were captured. The data captured on 19jan2025 at 5:16 revealed that a low voltage alarm associated with depleted batteries became active and at 5:22 the driveline was disconnected. The remaining data revealed that the battery connected to the black power cable was exchanged at 5:24 and at 5:25 the battery connected to the white power cable was also exchanged. The driveline remained disconnected and at 6:43 a no external power alarm became active due to both batteries being disconnected. The system controller remained powered by the backup battery and the silence alarm button pressed was also captured. The last recorded entry was at 14:08. The periodic log file contained events captured from 08jan2025 to 19jan2025. The recorded data did not add any new information regarding the reported event. The system controller was functionally tested and was found to function as intended. A full functional test was performed and the controller passed. The controller was operated for extended period of time while connected to a test equipment and operated with no active alarms. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, under section 2 system operation, covers ¿replacing the current system controller¿. No further information was provided. The manufacturer is closing the file on this event.